Event description:
A 57-yr-old female underwent reconstruction with silicone gel breast implants post-mastectomy. Over the years, the pt has had increasing problems related to scar tissue build-up as well as firmness regionally in the chest wall. Exam revealed thick scar tissue all around the implant to the point where it looked like a deformed edge. The scar tissue showed evidence of extracapsular extravasation of silicone with silconomas.